Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, it was noticed that the balloon did not inflate in a uniform way. Reportedly, one side of the balloon appeared to inflate less than the other side. A leak was also noted on the balloon portion of the device. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of balloon inflates in an irregular shape. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, it was noticed that the balloon did not inflate in a uniform way. Reportedly, one side of the balloon appeared to inflate less than the other side. A leak was also noted on the balloon portion of the device. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon and the catheter were found to have no issues. The balloon was inflated with an inflation device and the balloon inflated evenly. The balloon was submerged under water and no leaks were identified. Based on the condition of the returned device, the reported defects were not confirmed. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.